Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include kinks, leaks or blockages. The instructions for use offer further guidance. No lot/serial number has been provided, therefore a review is not possible. A complaint history review was performed for the product and failure mode reported, there have been further instances. The instructions for use have been reviewed and contain comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, immediately after changing the canister and resuming treatment, the message of blockage alarm was displayed on the screen. The problem was not solved by exchanging the canister and the dressing. The treatment was completed without delay with a change in technique (treatment was switched to gauze treatment and continued). No other complications were reported.